Manufacturer narrative:
Additional product codes for this report include nkg. The original implant procedure took place on an unknown date in (B)(6) 2013. It is unclear if the complainant part was removed during the revision procedure on (B)(6) 2015. However, it will not be available for return for manufacturer evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an l5-s1 spinal fusion procedure using a synthes universal spine system in (B)(6) 2013. On an unknown date, sometime following the original procedure, the patient was hit by a car while riding a bike. Thereafter, the patient developed a nonunion and the right s1 screw was discovered to be broken. On (B)(6) 2015, the patient underwent a revision surgery during which the distal tip of the right s1 screw was left in the patient. The surgeon decided that it could cause more of a problem if an attempt to remove the broken tip was made. The procedure was completed successfully with no reports of a surgical delay. This report is 5 of 14 for (B)(4).